Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with dens fracture for spinal therapy. Event occurred intra-op. This was a revision surgery. Procedure used was posterior cervical fusion. Levels implanted c1-c3 . Initial occurred on (B)(6) 2020. The position of the screw which was placed with tan method on the left side of c1 in the previous day was close to caudal portion and va, so the reoperation was performed to remove the screw and to replace with the hook(the screw did not come off the bone, it was unknown whether there was patient harm). It was reported that the self-holding driver was attempted to be set to the reported handle to use, but it was felt that there was a gap between the grip part of the handle(blue part) and the metal part, it idled. Therefore, the handle was replaced to cope with the problem. Device is being returned. No health damage in the patient was reported. No further complications reported. Update 2020-sep-03; the removed screw had no malfunction. Update 2020-sep-09; regarding the deviation of the screw on the left side c1, the screw was inserted downward from the direction the doctor intended, so it approached the vertebral artery and was replaced with a hook cautiously. Update 2020-sep-11 (product image ppt); screwdriver was stripped and one screwdriver was scratched.